Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure. The procedure was delayed but completed by moving the patient to another room. It was reported to philips that the system displayed an alert stating that the shutters were unavailable, which could impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system log onsite and found application errors, including ¿sam clea idr not calibrated¿ and ¿mci get position calibration data failed¿ and concluded that the amc triple drive was likely losing calibration data, affecting collimator function. To resolve the issue, the fse replaced the spc2 amc triple drive, reloaded software to the clea ceil box and calibrated position/current, body guard and force sensors. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that the shutters were unavailable, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.